Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump had a cracked case at the display window corner, cracked display window, cracked battery tube threads and a broken reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump alarmed button error. Customer stated that they were working out in the yard and may have gotten sweat on the insulin pump. Customer's blood glucose reading at the time of the call was 120 mg/dl. Advised customer to revert to a back up plan and the device will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.